Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) of 600 mg/dl due to sensor session ending. Reportedly the customer continued to use the pump for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.